Event description:
It was reported that the customer passed away while wearing the insulin pump. The caller stated that the customer was fine the night before the death. The customer ate dinner and appeared to be ok. The wife stated that he was vomiting and had diarrhea during the night. The customer was breathing very fast and had different odor. The wife thought that he may had stomach flu. It was stated that the doctor believes the cause of his death was diabetes mellitus or diabetic coma. The caller stated that the doctor got the information off the insulin pump, but a lab test or an autopsy was not done. The caller mentioned that the doctor saw on the insulin pump, that the customer's glucose was over 600 mg/dl and determined that was the cause. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a frozen display. Unable to performed the functional testing. Including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test, due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.